Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon fell apart inside me, managed to remove pieces a few hours later - vagina [foreign body in reproductive tract]. Tampon fell apart [device breakage]. Case description: consumer contacted via e-mail and stated that the first tampon she used fell apart when she removed it, and a second one actually fell apart inside of her. No serious injury was reported.